Event description:
It was reported that prior to a ptcra treatment procedure, the physician noted yellow dust on four rotawire floppy 325 cm guidewires. He found the same substance on the fifth wire, but wiped it off and used it, but the guidewire fractured and remains in the pt's coronary artery. The lesion being treated was a calcified, 90% stenotic lesion in the ostial bifurcation region of a tortous left circumflex (lcx) coronary artery. The guidewire had been manipulated through a metal entry needle, and the physician used a 6f rotablator device to reach the lesion from the right femoral vascular access site. It is noted that the physician experienced significant resistance during operation of the device. The procedure was discontinued following balloon dilatation of the lesion with plans to perform re-intervention within 2 weeks. The physician was unable to retrieve the retained portion of the wire. The pt was discharged from the hosp five days later in "good condition." It is noted that the pt was medicated with plavix, clopidogrel or ticlopidine, aspirin and a beta blocker pre- and post- procedure, as well as heparin and nitroglycerin during the intervention.

Event description:
It was noted that this MDR was originally reported under MFR report number 1051710-2006-00001, but shoud have been reported under MFR report number 6000130.